Manufacturer narrative:
The complaint device was received at mitek and underwent a cursory visual examination; it was noted that the ceramic portion of the distal tip was intact and not damaged; however, the active portion within the distal tip was missing. Also, some of the insulator material at the neck area of the device has been roughed up. The device was forwarded to the manufacturer for a failure analysis; the manufacture noted in the examination of the complaint device that a portion of the active tip remained within the ceramic area indicating that the component snapped off at the leg. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. No root cause can be determined, the device snapped off either due to excess force having been applied or a weakness in the component; however, without the actual active tip to examine, no definitive root cause can be discerned. In closing: the device was used in a hip procedure, which is off label, the device is not indicated for hip procedures; the insulator material at the distal neck area has been roughed up, which indicates that device was being abraded against something hard or sharp; outside of not being able to identify any weakness of the material (build records are clean and there are no other complaints against this lot), some force was needed to dislodge this component from its nest. At this point in time no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic hip repair, a portion of the distal tip of an p90 electrode broke away and fell into the patient's joint space. The fragment was easily retrieved from the body and the surgeon used another same type device to conclude the procedure successfully without further issue or harm to the patient.